Event description:
It was reported that during a product demonstration, the autopulse platform displayed user advisory (ua) 2 (compression tracking error), 7 (discrepancy between load 1 and load 2 too large), 17 (max motor on time exceeded during active operation) and 19 (max applied load exceeded) messages. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.